Manufacturer narrative:
The preloaded insertion system was returned at the manufacturing site in a plastic bag. Visual inspection at 10x microscope magnification showed that the iol was stuck at the cartridge tube/tip sections. The leading haptic was observed not folded. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Lens touched patient's eye but it was not implanted; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion of a pcb00 intraocular lens (iol), the lead haptic was noted sticking out. Reportedly, the lead haptic was not folded. The lens touched patient's eye but it was not implanted. Another lens was used. There was no patient injury or complication reported. No further information was provided.